Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. Approximately 18 inches of the replaced distal end of the driveline was returned for evaluation. Continuity testing of the driveline in its returned condition found that all wires were electrically intact. The outer silicone jacket and clear bionate layers were unremarkable and were removed, revealing some breakdown of the braided shield at approximately 2-3 inches and 10-11 inches from the distal end metal connector. Removal of the braided shield revealed that the wires were slightly kinked about 10-10.5 inches from the metal connector, and a breach in the yellow wire insulation was noted in this location. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source, such as the power module, the resulting electrical short to ground could have caused the low speed and pump stoppage events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2016 that pump stoppages and driveline disconnect alarms occurred. The patient was reportedly asymptomatic. A system controller log file reviewed by the manufacturer's technical services representative showed multiple low speed advisories, low flow hazards and pump stoppages along with driveline disconnect alarms while the system controller was connected to the power module. Submitted x-ray images of the driveline showed one possible suspect area. On (B)(6) 2016, the manufacturer's technical services representatives performed phase interrupter tests and no open wires were found. An external driveline replacement was performed approximately 2.5 inches from the driveline exit site based on the suspect area of possible wire damage displayed in the x-ray. Post repair, the system controller was tethered to a grounded power module patient cable without issue. No further information was provided.